Event description:
While surgeon was performing a laparoscopic myomectomy tip of grasping forceps (non-disposable) broke and was in abdominal cavity. Md explored, brought in x-ray and needed to convert to open procedure to retrieve the pieces (2).